Event description:
Boston scientific received information that an error message was received when attempting to save device information to a disk. Troubleshooting was unsuccessful. Notedly, the device was nearing elective replacement indicator (eri). The patient had already left the office, therefore, further testing could not be performed. Additional information was later received that the device was electively explanted. No adverse patient effects were reported. The device was returned for reliability analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, analysis determined that the observed error would occur when the device was at elective replacement time (ert) and a save all to disk is performed containing previously saved data. It was noted that if an empty disk was used, the error would not have been displayed.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device did not meet a portion of the initial longevity testing requirements. Analysis of the returned product is currently ongoing. This event will be updated upon completion of the analysis.